Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the proximal section. The patient was undergoing treatment for an unruptured aneurysm. Dual antiplatelet treatment was administered. It was reported that more than 50% of the pipeline had been deployed when it failed to open. The wire/ catheter were used to open the pipeline. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and were not used off-label. The patient is deceased. Ancillary devices include a sofia plus, 6f, 125cm guide catheter, a phenom 27, lot: 230505313 microcatheter, an avigo, lot: d015877 guidewire.

Manufacturer narrative:
B5 updated with additional information received. H6: fdm/annex b coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient's vessel tortuosity was moderate. The pipeline was positioned in a vessel bend when it failed to open the cause of the failure to open was not determined. No other patient information was provided or available including any information pertaining to the patient's cause of death.